Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had received a critical pump error. The customer's blood glucose was unknown at the time of the call. The customer stated that the display changed between black and white screens. The customer was advised to return back the broken pump for analysis. The pump will not be returned for analysis.

Manufacturer narrative:
Unit received with blank-flashing white lcd due to cracked lcd controller on electrical board. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank-flashing white lcd. Unable to verify critical pump error due to blank-flashing white lcd. Unit received with corroded battery tube.